Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag which resulted in leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the heater bag and heater line of the homechoice cassette which resulted in leak that led to the alarm. Renal therapy services (rts) assisted the hp with clearing the alarm, removing the supplies, and ending the therapy session. The hp would perform a manual drain and would follow up with their nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.